Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). Capsular contracture : unable to observe since it is a medical event and is not related to the device. Malposition : unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick stress marks.

Event description:
Healthcare professional reported right rupture, "high, elevation", and capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - visibility/palpability : unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right rupture, "high, elevation", and capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported right rupture, "high, elevation", and capsular contracture baker grade unknown. The device has been explanted.